Event description:
Device report from synthes (B)(4)reports an event in the (B)(6) as follows: it was reported that a 85mm dynamic hip screw and 4 hole 135 plate was used in an intertroch fracture of right neck femur. While positioning the first lower cortical screw; the head of the second screw sheared off. The surgeon was not able to utilize a different track to position the second screw. While positing the third screw; the head of that screw also sheared off. It was reported that there was an estimated surgical delay of approximately fifteen minutes. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Report used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: an evaluation was performed. Per as received condition; a screw head sheared off. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. The article with lot 1310436 was produced in january 2005. The other article with lot 1366703 was produced in july 2005. Both of them were distributed worldwide and there have been no similar complaints. Based on the available information; too strong mechanical loadings caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.